Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during the procedure. A back up pump was used to complete the procedure. There was report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during the procedure. A back up pump was used to complete the procedure. There was report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.